Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Patient representative reported right side ¿capsular contracture baker grade iii¿, ¿mammary cysts¿, ¿breast pain¿, ¿muscle pain¿, ¿fatigue¿, ¿headache¿, ¿memory and concentration problems¿, ¿alopecia¿, ¿autoimmune symptoms¿, ¿recall¿, ¿minimal amount of fluid around the implants¿, ¿circumscribed nodular enhancement, measuring 0.7 x 0.3 x 0.5 cm in the middle third of the junction of the upper quadrants of the right breast¿, and ¿folds of elastomer¿. Device remain implanted.